Event description:
It was reported that the pt complains of pain since primary surgery and swelling that led to the revision. Pt received cortisone shots but nothing ever helped the pain. Pt will be following up with his surgeon in about 3 weeks.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.